Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s ) for evaluation. If the product(s ) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/23/2013)-device evaluation: the subject meter was returned on 06/28/2013 and analysis completed on 07/19/2013 by lifescan product analysis with the following findings: the reported issue could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to the same meter. The results were "18.6 mmol/l" and "12.2 mmol/l" on the same device. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.